Event description:
It was reported that the 2.8x19 mm graftmaster stent was inserted to treat a coronary perforation, but it was unable to cross the heavily calcified, heavily tortuous right coronary artery (rca) due to the anatomy. There was no other device issue. Prolonged balloon dilatation was performed and a shorter 2.8x16 mm graftmaster stent was able to cross the rca and was implanted. The perforation was sealed. There were no adverse patient effects. Subsequent to the previously filed report, additional information was received indicating that outside the anatomy, the graftmaster stent was deployed after the case was completed. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the 2.8x19 mm graftmaster stent was inserted to treat a coronary perforation, but it was unable to cross the heavily calcified, heavily tortuous right coronary artery (rca) due to the anatomy. There was no other device issue. Prolonged balloon dilatation was performed and a shorter 2.8x16 mm graftmaster stent was able to cross the rca and was implanted. The perforation was sealed. There were no adverse patient effects. No additional information was provided.